Manufacturer narrative:
In the course of manufacturer investigation the log file of the suspected ventilator was provided. The logged entries confirm that a device check had passed successfully on (B)(6) 2019 at 7:55am. The ventilation was started afterwards at 9:31am without any deviations. At 11:28am the device raised the alarm "pressure measurement inaccurate" as the internal safety software of the ventilator detected a difference in expiratory and inspiratory pressure. 17 minutes later at 11:45am the device raised the alarm "device failure" as the detected difference in expiratory and inspiratory exceeded 5mbar at that time. The device reacted as specified to a detected significant difference in expiratory and inspiratory pressure with an accompanying alarm message and a pressure release of the pneumatic system in order to prevent the patient from unintended pressures. As no hardware failure was logged it is likely that the significant pressure difference was caused by an issue within the breathing system (e.g. Fluid in the breathing circuit). Further the ventilator was tested on site and no device related malfunction could be identified that would have caused the reported problem.

Event description:
It was reported that on (B)(6) 2019 at 7:55:53 am a device check was conducted successfully before patient use. On 11:28:03 am, "pressure measurement inaccurate" message occured, followed by "device failure" message. The equipment was withdrawn from patient and isolated. No patient consequences reported.